Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The device was repaired and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device failed to discharge using attached paddles. Complainant indicated that there was no patient involvement in the reported malfunction.